Event description:
Primary rn placing cortrak on patient. Inserted initially without issue with tracing corresponding to gastric placement. Primary rn unable to advance further and also difficulties withdrawing cortrak tube and guidewire. Able to remove and when guidewire removed from tube it was bent. Guidewire sequestered and given to unit leadership. Subsequent cortrak placement attempt successful without issue. [Redacted] sample collected and [redacted] emailed. [Redacted] mailed on fedex trk#[redacted]. [Redacted] [redacted] from avanos answered this and [redacted] sent to clinical site: I have reported this to quality. I am glad there was no harm to the patient. Usually when there is trouble withdrawing the guidewire it is because the tube was not flushed before placement. When we educate, we stress this has to be done, there is an internal lubricant that is activated when flushed, when it's not flushed it will be difficult and/ or impossible to remove the guidewire therefore causing a bend/ kink. [Redacted] will respond with additional questions and will ask for the sample back if possible. Let us know if you have any questions. [Redacted] [redacted] nursing leadership team was able to connect with the inserting rn. She was able to confirm that she did flush the tube prior to placement and still experienced the reported problems. This was shared back to avanos. Manufacturer response for nasogastric tube, cortrak (per site reporter).